Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/11/2015. Retain and return product was tested and found to be functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Cartridge testing of pt/inr cartridge lot t15168b met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. W (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for pt/inr cartridge lot t15168b. Assessment: pt/inr is monitored over time and any changes to medication would be based on the patient history and dietary information. There is not enough information to determine whether an I-stat product malfunction occurred. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded unexpected results on a (B)(6) male patient. There was no additional patient information available at the time of this report. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).